Event description:
Disposable laryngoscope blade macintosh size 4 broke while intubating the pt. Blade broke where the green clip goes into the handle. Multiple attempts were made in order to receive more details regarding this event. Initial reporter was not able to provide any add'l facts that would benefit the event description.